Event description:
It was reported that the patient presented in clinic for an initial implant procedure. It was noted that the right atrial (ra) lead could not be implanted due to it dislocating from its intended position. It was determined that the ra lead being a passive fixation lead was the cause of this anomaly. The ra lead was exchanged for an active fixation lead and it was implanted successfully on (B)(4) 2021. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.